Event description:
Ous MDR - after an implantation time of about 21 months, it was reported that oversensing and increased impedances were seen after a device change. It was further reported that the lead was subsequently extracted. No adverse patient side effects have been reported.